Event description:
The customer reported via phone call that they had a button error alarm that they could not clear. Customer did not drop or bump the insulin pump. Customer's blood glucose was 14.5 mmol/l. The insulin pump will be returned and replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with no button error alarm during our testing and all of the buttons are functioning properly however, found moisture damage on the keypad traces. The insulin pump has cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner, cracked belt clip slot and scratched reservoir tube window.